Manufacturer narrative:
One knife sample was received by manufacturing in an opened package as well as five empty blister packages. The knife sample was received with the point down into the product tray. Two empty blister packages were from lot 124931m and 3 empty blister packages were from lot 132234m . The sample was examined per facility procedure and was found to be visually nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. For this complaint file, the final customer lot number was unknown, however two different lot numbers were identified with this complaint. A review of the related device history records (DHR) for the two possible lot numbers, 124931m and 132234m, has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that this is the second complaint for the reported issue associated with possible lot number 124931m and the first complaint for possible lot number 132234m. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
No confirmed lot number or complaint sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A surgical technician reported that a knife was dull during surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information has been requested.